Event description:
A consumer reported that following use of this product, which she discontinued over a year ago, she has been experiencing blurry vision in her right eye. The consumer reported that she has lost half of her vision in this eye and despite treatment has not regained the lost vision. The consumer reported that in addition to the blurry vision, she has experienced pain, eye redness, light sensitivity and a persistent feeling of something in her eye. The consumer has been treated by several physicians. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Attempts have been made to obtain add'l info. A completed questionaire has not been received. (B)(4).